Manufacturer narrative:
Samples tested positive for cladosporium sphaerospermum and rhodotorula mucilaginosa.

Event description:
Dark colored debris moving around unopened bicarbonate solution while preparing for dialysis treatment. Solution with debris was not used for patient treatment and remaining solution from the same lot was checked and no other bottle was found to have debris.